Manufacturer narrative:
The initial reporter phone number that is provided is (B)(6). The reported issue was confirmed. The root cause of the reported issue is an air leak from the fluid delivery line. The device was evaluated upon receipt. Unreliable connections. Fluid delivery line needs replacement. Replacement of the fluid delivery line. Check of connections and cables, complete system checks, electrical safety test of the system, functional test of the system. Device passed all testing after repair. A DHR review is not required as the serial number is unknown. The serial number that was provided in the investigation was for the arctic sun device itself. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventive maintenance there was a circulation problem.